Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient was at work and became unresponsive and lost consciousness due to a hypoglycemia. Before losing consciousness the patient was able to advice one of his co-workers to call an ambulance. When the paramedics arrived they took a blood glucose reading which was 31 mg/dl and the cgm was reading 70 mg/dl. The patient was treated at his office by the paramedics with IV glucose and the patient recovered. At the time of the report, the patient was doing better. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the c zone of the parkes error grid. No additional patient or event information is available.